Manufacturer narrative:
On an unspecified date in (B)(6) 2017, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient visited the emergency room due to peritonitis; however the patient was not hospitalized for the event. The cause of the peritonitis was not reported. While at the emergency room, the patient was treated with vancomycin (1g, intravenously) for peritonitis. The patient was treated for two weeks at home with vancomycin (further details not reported). On an unspecified date in the same month, the patient recovered from the peritonitis. The action taken with pd therapy was not reported. No additional information is available.